Manufacturer narrative:
The device and catheter were returned to the MFR (MFR) and have been analyzed as follows: visual and microscopic examination of the device and catheter revealed normal usage of the device septum with no internal damage noted; however, a slit was noted on the device septum surface. No anomalies were noted on the device body. The catheter was cut flush with the device bayonet lock. Discoloration, compression marks, longitudinal slits and irregularly cut material were noted approx 1 3/4" from the cut end of the 9" long loose segment of device catheter. The device was patent with some resistance felt when flushing the device with 5cc of bacto water. The 9" segment of catheter was patent with no resistance felt when flushed with 5cc of bacto water. Due to the catheter being cut flush with the device body, leak testing of the device was not possible. The damaged area of the loose segment of catheter was clamped/segregated and pressurized, no leaks were noted. A trend analysis was performed on similar incidents for the catalog/lot numbers and a trend was not identified. A review of the device history records did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR's analysis of the device, the report that "upon explant of the device, the catheter was found to be fractured" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused the damage found during the MFR's analysis of the device. No further details are available. The customer will be notified of the MFR's findings and the MFR will forward an article exclusive to "pinch-off sign" to the facility for it's review. The MFR is now closing the file on this event.

Event description:
On 12/3/97, the distributor's sales rep informed the MFR's rep that a customer in his territory has explanted four devices and the facility would like to return the devices to the MFR for analysis. The distributor's sales rep did not have all the details regarding the incidents in question. The distributor's sales rep requested the MFR's rep contact the facility nurse to arrange for the return of the devices to the MFR for analysis and obtain the info required. No further details were provided at this time.